Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that 4 concerto coils had resistance, deployed became stuck in the catheter. It was unknown if the devices were prepared per the instructions for use. The coils were replaced to complete the procedure. There were no patient symptoms or complications associated with this event.